Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had to have a shunt revision due to severe complications on (B)(6) 2018. It was stated the patient had daily pressure related issues still. They have had a lot of pressure related headache and vision loss. Their neurosurgeon was now referring them to a neuro ophthalmologist for optic nerve sheath fenestration. It was noted they have had to take off a lot of time from work and have spent a lot of time in the hospital over the last few months. The patient also indicated that when the original shunt was placed, (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's valve had be set at 0.5 for over a year, but still had increased pressure. The patient had terrible migraines, hearing heartbeat in their ears, and extreme pain in their neck. They also had persistent papilledema because the shunt was not pulling enough fluid. The patient was also on 1000 mg of diamox a day to assist in the creation of spinal fluid. They went to the doctor because the pain caused by the increased pressure was just unbearable. They did a week of steroids to try to reduce the swelling on the brain; however, it did nothing, and the doctor sent them to the hospital where they were admitted and administered IV steroids. This did not fix the issue. The patient underwent surgery where the neurosurgeon removed the valve from the old device and placed a new shunt to alleviate the problem. It was noted that this had been a terrible year for the last year of the patient's life. They had constant migraines and was barely functioning through the work day to provide for their family. Once they made it home in the evening, they immediately went to bed because they couldn't function any longer. Their vision was extremely impaired due to the persistent papilledema. The patient stated that this had been debilitating and had dramatically changed their life. They are just praying the new device will pull the fluid of their eyes and brain and allow them to live again.